Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication because the drawer would not open. A technical support specialist (tss) discovered that the zones for drawers 14 and 15 had been turned off. After reactivating the zones, the user was able to issue medication successfully. Further the tss also re-enabled zones 9, 15, and 16. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini aux, drawer was not opening. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.